Event description:
Reportedly, after the first firing to esophagus, when opened the jaws, suture disengaged from the tissue. Resected the part and removed the instrument together with the patient tissue. Fired another instrument. No bleeding. Sex: unknown, procedure: esophagectomy.